Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 213. Investigation conclusions: 4323. Device evaluation: visual and functional evaluation of the device could not confirm the complaint. No portion of the tip has sheared, and the tap is able to attach to a handle and drive into simulated bone without issue. Therefore, root cause could not be determined. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this reported failure mode.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report of the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the tap broke off during a case. The tip was retrieved from the patient.